Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) experienced ineffective stimulation in his left leg. As a result, surgical intervention was taken on (B)(6) 2015 where an additional lead was implanted and connected to the new ipg ( ipg replacement was elective). The existing lead was left implanted but not connected. Reportedly, therapy was restored and the patient had improved coverage.